Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed log review and did not find any logs that were correlated to the universal surgical manipulator (usm3). The fse replaced the master tool manipulator- right (mtmr) and remote arm controller (rac) to provide customer confidence on the system, as well as a precautionary step since the fse could not replicate the issue. The system was tested and verified as ready for use. Isi has received the mtm2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable reproduce nor confirm the customer reporter complaint. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab were passed. No repairs are required to address the reported problem. Isi has received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate/ confirm the customer reported complaint. The rac was installed onto a pca test system, where it ran 10x power cycle and it sat idle for one hour. Fa was unable to replicate the reported error. No system error logs. The rac is good. No image or video was available for review. An event verification confirmed the ventral hernia procedure was performed on the reported event date on (B)(6) 2022 on system sk3413. This complaint is reportable malfunction event due to the following: it was alleged that the stapler instrument moved in a opposite direction. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, when the customer would try to move the stapler instrument in, the stapler instrument would move out. The reported issue was on arm 3. An isi technical support engineer (tse) was unable to view live logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.